Manufacturer narrative:
(H3) the broken reamer reported was likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or contact with hard bone which led to brittle fracture of the blades.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the pilot reamer broke while reaming the glenoid of this male patient. All pieces were retrieved and confirmed by x ray. No time was added to the procedure and the patient wasn¿t harmed. Patient was last known to be in stable condition following the event.